Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The lens haptic tore off during insertion into the eye. The incision was enlarged to remove the lens. No suture was required.